Event description:
The site reported that the patient experienced a sudden loss of power resulting in a pump stop for approximately 30 seconds. As a precautionary measure, the patient was directed to exchange the controller. It was reported that the patient had no complications during this event. Following the event, the patient arrived at the hospital for evaluation. A preliminary review of the log files revealed a "controller power-up" and subsequent "motor start" event on the date of the reported event.

Manufacturer narrative:
This complaint, MFR # 3007042319-2014-00610, was entered as a duplicate from MFR # 3007042319-2015-04143. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Has not been received.